Manufacturer narrative:
The pump has not been not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/02/2016 - device evaluation:the pump has been returned and evaluated by product analysis on 02/18/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged history/settings issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found that available date range did not cover the days when the alleged issue occurred due to continued customer use. Review of the available date range indicated that the total daily delivery added up correctly and reflected the user¿s programed basal settings. Using the returned cartridge cap and a test battery cap the pump powered up and functioned properly. The pump delivery accuracy was within specifications. A normal bolus and an audio bolus were executed and recorded correctly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences.

Event description:
On (B)(6)2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient had blood glucose (bg) reading of 476 mg/dl with nausea, vomiting, rapid/deep breathing, extreme drowsiness, abdominal pain, chest pain, polydipsia, symptoms of dehydration, confusion, and large level of ketones. It was reported that the patient was treated by the medical professionals at the hospital with intravenous fluids, intravenous insulin and nausea medication. Allegedly, the patient had discontinued pump therapy without any recent adjustments to the pump setting. The reporter alleged that there was an inaccurate delivery issue with the pump. It was noted that the time and date was correctly set. Review of basal and bolus deliveries determined that they were correct and as programmed. Review of basal deliveries indicated that the basal delivery totals in total daily dose did not match the basal program settings. The variation was attributed to a cartridge change when delivery was stopped. Review of potential causes for bg issues found that the bolus settings were incorrectly programed. The patient was referred to consult with their health care provider for diabetes management. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the bolus settings were not correctly programmed.